Event description:
It was reported that balloon overexpansion occurred. A 4.5 - 5.5 nc emerge balloon catheter was used for dilatation. However, there seems to have a problem with longitudinal growth with large size balloon catheter and it was noted that the balloon was inflated beyond the marker band to the cone area. The balloon appeared to have been inflated up to the cone part. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since there's no enough information provided for event date.